Event description:
The customer stated that the display was blank and the insulin pump was emitting a constant tone. The reported blood glucose reading was 131 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the mother board.